Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastroplasty, on anastomosis, the reload did not work, it did not fire. The surgeon was able to press the green button but was unable to squeeze the handle. The reload was replaced to complete the procedure. There was no patient injury.